Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the left anterior descending artery. It was noted that the stent strut of the taxus express2 3.0x16mm drug eluting stent was lifted up when removing from the sterile packaging. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.